Event description:
Additional information received indicated the surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the external device displayed early replacement indicator (eri). Manufacturer's representative met with the patient and confirmed that patient¿s ipg had a low battery. Reprogramming was performed. Patient has been able to receive 50% pain relief and reduced medication use while using stimulation. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
A longevity calculation was performed using the patient¿s program settings and history and determined that the root cause was due to normal battery depletion. Based on review of programming parameters, the device exhibited normal battery depletion and no malfunction was identified. As the issue was due to normal battery depletion, it does not meet reportability criteria.